Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has horizontal lines in the screen.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has horizontal lines in the screen. There was no patient involvement.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had horizontal lines in the screen. There was no patient involvement. Fse resolved the issue by replacing 0160-00-0127 assy, display top lcd rohs. Fse then completed full pm and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) did not further evaluate the unit. The customer requested there not be a separate trip made for this repair. The device was not currently in use, as there is no heart program currently active at that location. Good faith efforts (gfe) completed. There has been no response after multiple attempts to obtain additional event information. The complaint will be closed and in the event new information is to become available, this record will be reopened and updated. H3 other text : device not returned to manufacturer